Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous, severely calcified mid right coronary artery (rca). The physician attempted to place a 3.00x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. During the attempt to cross the lesion, the stent was lifted. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good".